Event description:
Please refer to the initial-report.

Manufacturer narrative:
The device was analyzed at the manufacturer's repair shop. The logbook entries show that the device has performed several individual warmstarts during patient ventilation on (B)(6) 2019 between 2:10 am and 5:07 am, after which it continued to ventilate with the previous settings. Afterwards, the device was switched to standby mode by the user. Based on the error entries, a faulty pcb cpu could be identified as the root cause. By replacing the pcb cpu, the malfunction could be remedied. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the evita xl switched off during ventilation and performed a warmstart. The ventilation was continued after approx. 8 seconds. No patient injury was reported.